Event description:
Ous MDR - after an implantation time of about 25 months, it was reported that this device was explanted due to an intermittent exit block. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
The ICD first underwent a status interrogation. The device status was mol 1, 18 charge processes were documented. The memory content of the ICD was examined and contained the expected data. The examination did not indicate any device malfunction. To check the continuity of the pacing pulses during the antibradycardic therapy, first a long-term test was performed at 37 degrees celsius. Over the course of 7 days, the ICD paced according to the programmed parameters, which had been found in place when the device was received at biotronik. The antibradycardic output signal proved to be normal and matched the programmed values. The device paced according to specification throughout the time period, in particular, no pacing pauses were observed. Next, a fibrillation signal was fed in and the device reacted according to specification with a defibrillation shock. The specified energy level was reached and the charge time was unremarkable. In addition, the connection system of the defibrillator was examined mechanically. The screws of the shock and pace outputs were normal. Leads inserted as a test could be contacted easily and without issues. The drill hole dimensions were all within is-1 and df-1 standard. There was no material defect or manufacturing error. In summary, the device proved to be functioning properly. The analysis did not show any deviations from the specification that could be related to the clinical observation. There was no material defect or manufacturing error.